Event description:
The customer reported "the blue part that rests at the top of the door came off". The silicone tubing tore off while the nurse was troubleshooting an occlusion. There was no report of pt or medical intervention. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected device be received for eval.